Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that the patient developed sepsis. Their implantable cardioverter defibrillator (ICD) system which includes the right atrial lead was removed and replaced with an interim leadless pacemaker. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).